Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the initial procedure? Procedure: a site implantable endovenus implantation. The customer reports that a needle spontaneously pulled off during its use on the needle holder without an abnormal tension on the wire. When did the event occurred? Pre-op or intra-op. What is the event day and procedure date? Date of the procedure: 15 days ago. Could you please confirm if did the patient suffer from injury or consequence due to the pull off suture needle? No patient consequence because the incident occurred before the procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a site implantable endovenus implantation procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle pulled off during its use on the needle holder without an abnormal tension on the wire. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/03/2020. Additional information was requested and the following was obtained: device follow-up (information received on 29 july 2020) : the products are not available.